Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. A field service engineer replaced all newer versions of the latches and new tower door panels to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system door 3 failed during a procedure. The customer stated that there was no delay in dispensing medication to the patient and no harm. There were no adverse events or injuries reported based on this event.